Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. The target lesion was located in the superficial femoral artery (sfa). In (B)(6) 2016, a 6 x 200 x 130 innova stent was implanted to treat the lesion and the procedure was completed. However, in-stent restenosis was noted. The patient went back for re-angiogram but the imaging catheter could not cross the occluded stent. The patient is scheduled for another attempt to cross the occluded stent. The patient experienced leg pain and awaiting additional procedure. No further patient complications were reported.